Event description:
The customer stated that the brakes only hold intermittently on the bed. The bed is not use.

Manufacturer narrative:
The tech isolated the issue to the brake detent mechanism. He replaced the brake detent mechanism and adjusted the brake to repair the bed.